Event description:
It was reported that an ilet insulin pump had a cracked, unresponsive touchscreen, after which the patient could not operate the device; blood glucose was reported at 154 mg/dl and the patient continued glucose monitoring via a dexcom app or receiver. Symptoms included no adverse clinical effects. Outcomes included device replacement and logistical follow-up for return shipping, with the original device ultimately reported lost in transit. Investigation included internal review of shipping status and coordination with the carrier. Investigation of this case revealed physical damage to the touchscreen rendering it nonfunctional, consistent with a damaged external housing/display component, and a lost-in-transit event confirmed by the carrier with a filed claim. It was concluded, based on previously established findings for similar reports, that the cause was physical damage from handling and subsequent shipping loss unrelated to device design or manufacturing.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance